Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that when attempting to start therapy on an intra-aortic balloon (iab) that it was noted via fluoroscopy screen and the iab indicator on the console that the iab was not fully inflating. The customer attempted a second console with same results. A second iab was inserted with the same issue and at that time the physician decided to discontinue therapy. There was no reported injury to the patient. This submission is for the 2nd iab used.

Manufacturer narrative:
Correction: 'device evaluated by manufacturer' was left blank in the previous emdr submission, but should have reflected yes. (B)(4).

Event description:
It was reported that when attempting to start therapy on an intra-aortic balloon (iab) that it was noted via fluoroscopy screen and the iab indicator on the console that the iab was not fully inflating. The customer attempted a second console with same results. A second iab was inserted with the same issue and at that time the physician decided to discontinue therapy. There was no reported injury to the patient. This submission is for the 2nd iab used.